Event description:
A malfunction alarm with code malf 0 was reported for the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised to use multiple daily injections as a backup therapy. The customer was given instructions on how to put the malfunctioning pump into storage mode before returning it and was informed about the steps to take upon receiving the replacement.